Event description:
I am a mother of 3. My last two pregnancies were 2007 and 2008. I desired no more children. My gyno suggested the iud mirena. It was unsuccessful, so they suggested essure. I had the coils inserted in 2010. First 6 months was fine. Normal period. Even light at times. But I started to feel like I had the flu everyday and I was bleeding through my clothes. Constant headaches. Depression increased. Was told I had a hormone imbalance. Had an ablation the summer of 2011. One day surgery at (B)(6) hospital. Periods were somewhat normal for about 8 months. Then the side effects mentioned previously progressed. My periods were unstable and heavy and put me in the bed. How can you be a mother, wife, employee when you feel like you are dying?